Event description:
It was reported that a x-ray showed the patient's electrode tip is folded. Programming adjustments were made; however, this did not resolve the issue. Device revision surgery has been rescheduled.